Event description:
It was later reported that the patient was in the emergency room (ER) having an MRI to rule out an abscess or hematoma. It was unknown if the MRI was related to the device or therapy.

Manufacturer narrative:
Cooncomitant: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type catheter; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).

Event description:
It was later reported that the patient "needed an MRI - nothing more".